Event description:
"No positive or negative swabs provided. Tested a number of dry swabs with no sample giving positive & inconclusive reading results - asymptotic patient tested positive, when straight to health dept same day and tested negative. Product integrity questioned. Item number(s): 854724, lot #: covgccm0008, exp. Date: 6/27/2022, invoice number: (B)(4). Invoice date: (B)(6) 2022 & (B)(6) 2022" the manufacturer did trend analysis and re-test for lot # "covgccm0008" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.